Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: a review of the black box shows evidence of call service 054 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture or damage observed. Unrelated to the initial allegation, the battery compartment was cracked near the cover. The display screen was found to be discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.